Event description:
A philips employee became aware on 13oct2025 of a journal article (published online mar2024) titled, "response by amat-santos et al to letter regarding article, ¿laser coronary atherectomy and polymeric coronary wires in uncrossable lesions: a word of caution¿. The article states that during a coronary atherectomy procedure, a ashai gladius mg guide wire decoiled after use of a spectranetics elca coronary laser atherectomy catheter in a right coronary artery with chronic total occlusion. Moreover, in that case, any balloon or microcatheter could not be advanced over the wire beyond the melted segment, even outside the patient. This required to stop the case; therefore, leading to a failed angioplasty, which was solved some months later by dissection-reentry techniques. This report captures the elca device in use when the procedure was aborted due to the guidewire coating melting off when used with the elca catheter, delaying treatment; potential for harm. There was no alleged malfunction, the elca catheter performed as intended.

Manufacturer narrative:
A2-a6) patient information - specific patient/case detail was not provided. B3) article citation: amat-santos, ignacio j.marengo, et al. "Response by amat-santos et al to letter regarding article, ¿laser coronary atherectomy and polymeric coronary wires in uncrossable lesions: a word of caution.¿ circulation: cardiovascular interventions, vol. 17, no. 3, mar. 2024, doi: 10.1161/circinterventions.124.013996. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from spain, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G2) this event was captured from information contained within a journal article. Specific patient/case detail was not provided for the event involving the elca device. H3) the elca catheter was not returned; thus, no product investigation was performed. H6) there was no alleged malfunction with the elca catheter; however, medical device problem code "melted" was selected for the non-philips guidewire. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.